Event description:
It was reported that the patient circuit was disconnected form the ventilator while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On site investigation was performed by our filed service engineer (fse). No malfunction was found during ventilator examination and the reported issue could not be duplicated. Pre-use check successfully passed multiple times. Device passed all performance and safety tests according to factory specifications. The brand of the used patient circuit was unknown. The received logs confirmed the reported issue at the date of event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion based on the investigation of the ventilator and review of the ventilator log files is that there is no indication of a ventilator malfunction. Appropriate alarm for disconnect situation were generated but how it occurred has not been able to be determined.